Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported failure. Physio did observe some wear to the battery pins and, as a precaution, replaced them. After observing proper device operation through functional and performance testing, the unit was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device would intermittently power off by itself. There was no patient use associated with the reported event.